Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator cover was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's x-ray tube cover was cracked. No pt injury was reported.